Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with myocardial infarction and the index procedure was refereed for cardiac catheterization. The target lesion 1 was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 22 mm long, with a reference vessel diameter of 2.75 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.75 mm x 24 mm promus premier stent system. Following post-dilatation, residual stenosis was noted to be 10%. Thirteen days later, the subject was discharged on cilostazol and clopidogrel. In (B)(6) 2020, the subject died of unknown cause. No action was taken to treat the event and it is unknown if an autopsy was performed.